Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the unknown intra aortic balloon (iab) failed to inflate and iab disconnected alarm was present. It is unknown whether the balloon was manufactured by getinge. There was no patient involved, no harm reported.